Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the proximal subclavian artery with heavy calcification and 80% stenosis. A winn 40 guide wire was advanced toward the target lesion, failed to cross, and a tip separation occurred. There was no resistance noted during withdrawal. A non-abbott snare catheter was used to successfully remove the separated tip from the patient anatomy. A non-abbott guide wire was used to continue the procedure and the case was completed. There was a 25 minute delay in the procedure; however, there was no adverse patient effect. No additional information was provided.